Event description:
It was reported that during priming, a prismaflex st set, an external fluid leak from the red hose connection and filter was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A pressure test was performed and a leak was observed at the level of the lower blood header. Visual inspection found the blood header was cracked. The reported condition was verified. The cause of the condition was determined to be due to mechanical shock that occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.